Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was stuck in the rewind sequence after changing the set. The customer's blood glucose level was 311 mg/dl at the time of the incident. The customer was assisted with rewinding the insulin pump and reconnecting to the device. The insulin pump worked as designed. The customer did not return the product back for analysis.